Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's daughter was hospitalized for high blood glucose levels. It was reported that the customer's current blood glucose level was 9.5 mmol/l. It was reported that the insulin pump received insulin flow block alarms due to site and reservoir issues. The customer stated that he had changed the sites few times. The customer was advised to revert to back up plan. Insulin pump is expected to return for analysis.